Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the device had been disconnected mode. A technical support specialist checked, both patients already showing on the bchoak-main or. No resolution was provided by the technical support specialist or customer regarding the reported issue. No additional information is available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es patients were not showing on cabinet. The patient was noted to have been in the or but does not show on the pyxis cabinet (including under facility search). The patient does show on the inpatient 5 south cabinet. The anesthesiologist was unable to remove nor waste medications at the bchoak-main or cabinet. The patient had to have 2 temporary profiles entered to resolve the issue. Similar issue occurred with second patient after their procedure. There were no adverse events or injuries reported based on this incident.